Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level went up to 860 mg/dl and was in intensive care unit for a week. The customer had appendicitis and the insulin pump would not lower her blood glucose level. The customer had to see a surgeon. The surgery was a week ago and the customer was put on an IV. It took her 5 days to get stable. The customer was hospitalized around (B)(6) 2016. She had not eaten in two days and could not keep anything down. She was vomiting, had diarrhea, bile, and was dehydrated. The customer had an intestinal virus. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test,unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08725 inches. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.